Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs- linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5076303/5156656.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an explant procedure. The explanted ipg and leads will not be returned.